Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-03016, 2938836-2020-03017. It was reported that pocket infection with erosion was observed. The device system was explanted and replaced. The patient was stable.